Event description:
A customer reported receiving a "scan again in 10 minutes" error message on the adc device and as a result, the customer was unable to obtain sensor readings. The customer experienced a loss of consciousness however, there was no third-party intervention for the reported issue as the customer was able to self-treat with food. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.